Event description:
Philips received a complaint on the xl+ defibrillator indicating that the therapy delivery test failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and was unable to reproduce the reported issue. No fault was found with the device, nor was any repair required. The device remains at the customer's site. No further action is warranted at this time.